Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customers device and the reported issue of the device not powering on/off when opening the lid assembly was verified. Root cause is determined to be the reed switch assembly part from pcb assembly. Customer received a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.